Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the syringe was found to be broken. The following information was provided by the initial reporter: syringe came broken near the needle connection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 18-may-2022. H6: samples and photos received for investigation. Upon visual inspection, damage was observed near the luer of the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the kinks during the entry of the material in the marking machine, where the cylinders are fed in a rotating disk that in curl conditions leverage the luer tip, causing damage/breakage. After the marking process, the assembly rejects the punctured/damaged parts, however, it was found that this material may have been mixed during line cleaning and segregation failure. Actions were taken to update the cleaning procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd plastipak¿ syringes the syringe was found to be broken. The following information was provided by the initial reporter: syringe came broken near the needle connection.